Event description:
Following a bronchoscopy lung biopsy procedure, the pt was diagnosed with a pneumothorax and fever. The severity was rated mild for the pneumothorax and no intervention was required. The severity of the fever was described as moderate by the physician and the pt had drug intervention. The pt recovered from both the pneumothorax and the fever.